Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the following issues: error e216, image flicker, image noise, and no image. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.